Manufacturer narrative:
A sample cartridge was not returned for analysis. Product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are 2 other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the cartridge split at the distal end as lens was being loaded. There was no interference in the delivery of the lens through that same cartridge. There was no damaged to the iol and no patient impact. The lens remains implanted and the cartridge was discarded. The or temperature was indicated to be 66-68f and the ovd was room temperature. Additional information was requested.